Manufacturer narrative:
(B)(4). The device history review for the product "weckvistaopticalport" 5-10-12x100mm ridge, lot number 73b1600193 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: a piece of the cannula broke off into the patient when the instrument was passed through. A plastic piece was removed from the patient with no ill effects. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit of product 405912r for investigation. The returned port was visually examined with and without magnification. Visual examination of the returned port revealed that the cannula appears typical. No damage was observed and no pieces are missing. Visual examination of the laparoscope guide revealed that the seal opening in laparoscope guide is damaged. No other defects or anomalies were observed. (B)(4) for investigation photos. The IFU for this product, l05489, was reviewed as a part of this complaint investigation. The IFU states, "before using the weck vista optical bladeless laparoscopic access port, confirm the compatibility of all instruments and accessories." The IFU also indicates, "insertion and removal of instruments and laparoscope through the cannula should be done carefully to prevent unintentional damage to the internal seals, which may compromise insufflation. To ensure smooth insertion, avoid inserting instruments at an angle. Always attempt to insert instrumentation straight down the cannula." A corrective action is not required at this time as the time of discovery and the damage observed indicate that operational context caused or other remarks: contributed to this event. The reported complaint of a damaged port during insertion of an instrument was confirmed based upon the sample received. The returned port was confirmed to have a damaged seal in the opening of the laparoscopic guide. However, it is unknown what size or type of in struments was passed through the opening. A device history record review was performed on the port with no evidence to suggest a manufacturing related cause. The IFU for this product, l05489, was reviewed as a part of this complaint investigation. The IFU states, "before using the weck vista optical bladeless laparoscopic access port , confirm the compatibility of all instruments and accessories." The IFU also indicates, "insertion and removal of instruments and laparoscope through the cannula should be done carefully to prevent unintentional damage to the internal seals, which may compromise insufflation. To ensure smooth insertion, avoid inserting instruments at an angle. Always attempt to insert instrumentation straight down the cannula." Therefore, based upon the time of discovery and the information provided, operational context caused or contributed to this event.

Event description:
Alleged event: a piece of the cannula broke off into the patient when the instrument was passed through. A plastic piece was removed from the patient with no ill effects. The patient's condition was reported as fine.